Event description:
It was reported that a remote transmission showed high, out of range high voltage lead impedance. When the patient presented to the clinic, the svc coil was programmed off. The patient was asymptomatic and there were no adverse consequences.